Manufacturer narrative:
The customer reported a solid red x with chirp (fails op check, defib/pacer malfunction). Philips evaluated the device, and verified the symptom. Replacing the therapy pca resolved the issue.

Event description:
The customer reported a solid red x with chirp (fails op check, defib/pacer malfunction).